Manufacturer narrative:
Date of this report: 09/16/2015. Describe event problem: additional information received: the device was run in reverse mode at 5000 rpm. Date received by manufacturer: 02/22/2016. Note: per the product catalog: the blade operating speed is 5000 rpm in oscillate mode / direction.

Event description:
Additional information received: the device was run in reverse mode at 5000 rpm.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4)

Event description:
It was reported that during a surgery for skull base tumors, the new blade was broken during use. The doctor replaced a new blade to finish the surgery. It is effective. Patient has no impact. Further clarification and information states, it was found the tip of blade is missing when the doctor was cutting. The hospital gave the conclusion that there is no fragment left in patient's body after CT scan performed to check. There was no patient impact.